Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarm motor error. It was noted that the insulin pump was exposed to a high magnetic field and the customer was receiving an error alarm. Customer's blood glucose reading was noted to be 5.1 mmol/l. Insulin pump is being returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm was noted in the alarm history. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. No unexpected unit restart anomaly was noted.